Event description:
It was reported that the sessionsync was not working on the programmer; reports were not going into backlog queue after device interrogation. It was noted that the gateway ID was missing from programmer. However, loading the gateway address into the programmer and confirming that the programmer serial number was included in the gateway computer did not resolve the issue. Further, upon interrogating a device from rep's bag, it was noted that the caller was unable to perform a manual (or automatic) sessionsync from within the programmer session (option was unavailable). Troubleshooting with instrument services and paceart services did not resolve the problem, and it was suggested that the programmer be sent back for inspection. Later that day, it was reported by the clinic staff that they were unable to interrogate two separate patient devices. Per the clinic nurse, the programmer got stuck on the "hour glass" screen while trying to perform the initial interrogation. They used a different programmer to check the two patients. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the sessionsync was not working on the programmer; reports were not going into backlog queue after device interrogation. It was noted that the gateway ID was missing from programmer. However, loading the gateway address into the programmer and confirming that the programmer serial number was included in the gateway computer did not resolve the issue. Further, upon interrogating a device from rep's bag, it was noted that the caller was unable to perform a manual (or automatic) sessionsync from within the programmer session (option was unavailable). Troubleshooting with instrument services and paceart services did not resolve the problem, and it was suggested that the programmer be sent back for inspection. Later that day, it was reported by the clinic staff that they were unable to interrogate two separate patient devices. Per the clinic nurse, the programmer got stuck on the "hour glass" screen while trying to perform the initial interrogation. They used a different programmer to check the two patients. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer got "stuck" on the company logo screen and therefore the link electronic module printed circuit board was calibrated and the hard disk drive reimaged and the software reloaded. Analysis also found that the keyboard had slides missing and that the keyboard hinges were broken. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.